Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "losing a little bit of fluid and flopping".

Event description:
Patient reported, "losing a little bit of fluid and flopping". This record is for the left side. Device remains implanted.